Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Manufacturer narrative:
The reported event of pump stoppages was confirmed based on the information recorded in the log file. The data log file was successfully retrieved from the system controller and the information recorded revealed speed reductions to 0 rpm accompanied by low speed hazard and motor stopped alarms. There were also three entries where driveline disconnect alarms were recorded. All incidents occurred while the system controller was connected to a power module. A full functional test was performed and the system controller passed. The system controller was operated while connected to a mock circulatory loop and the atypical events recorded in the log file were unable to be reproduced. The investigation was unable to identify a correlation between the returned device and the events captured in the log file. No further issues have been recorded. A review of the device history records revealed that the system controller met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported that during a routine clinic visit, the pt was noted to have pump off and driveline disconnect alarms in the system controller history. The pt is doing well clinically. The log file submitted to the MFR for review revealed 5 pump stoppages. The pt had no reported side effects from the pump stoppages, which all occurred when the pt was connected to the power module. The pt's system controller was subsequently exchanged.